Event description:
It was reported that breakage occurred during use with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter, " just wanted to let you know that we had an issue with the phaseal injector on the weekend. When the injector was removed from the connector, the needle remained exposed. We've completed an occurrence report but I was told it happened 3-4 times on the weekend." 4 occurrences were reported.

Manufacturer narrative:
Investigation: one photo was provided to our quality team for investigation. Upon visually inspecting the photo, the injector needle is observed to be exposed. A device history review was performed for lot 1902105, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to the reported issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects or damage was identified. Testing was completed, attaching the injector to a syringe and engaging with a protector connected to a vial. After drawing liquid, the injector was disengaged and then engaged with a sample connector. This process was repeated three times on all retained sample injectors. In all cases the product functioned as intended, the needle did not become exposed, and the failure could not be replicated. Based upon the quality teams investigation and since no incident has been found during the manufacturing process related to this defect, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred during use with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter, " just wanted to let you know that we had an issue with the phaseal injector on the weekend. When the injector was removed from the connector, the needle remained exposed. We've completed an occurrence report but I was told it happened 3-4 times on the weekend." 4 occurrences were reported.